Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch bkr013, mfg date: 09/01/2009, exp date: 07/31/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a carotid endarterectomy procedure on (B)(6) 2011, and suture was used. On (B)(6) 2011, the patient returned to the hospital in a coma with a large amount of bleeding. The patient underwent another surgical procedure, and it was identified during this second procedure that the original suture broke and caused the bleeding. The patient then died. The cause of death is correlated to the breaking of the suture.